Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. However, photographs of the event unit were provided, which confirmed the complainant¿s experience of a cannula tip fracture. In the absence of the event unit, it is difficult to determine the exact root cause of the event. However, based on the photographs provided by the complainant and historical events, it is likely that the cannula tip fracture was caused by the forces exerted on the tip by instruments used during the procedure. It is also possible that the cannula tip contained a material abnormality, which could have made it more susceptible to damage. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: laparoscopic hernia case event description: event occurred about 8 months ago. The rep was informed about the event today, (B)(6) 2020. Limited information is available since, due to the age of the case, contacts at the facility do not remember specific details. Dr. [Name] was the surgeon was the case. During a laparoscopic hernia case, the tip of the cannula broke. The medical team found a pink piece in the patient and retrieved it. At this time, no information has been given about what caused the cannula to break. Additional information received via email on (B)(6) 2020 from [applied medical team member]. "I asked if the damage to the trocar was caused by an instrument during the case or if the port came out and he tried to reinsert it without the obturator? She said she didn't know and no one could remember because it was so long ago. She did have the trocar still. I asked if there was any harm to the patient and she said no. She did say the small piece of plastic was in the patient and they were able to remove it. I will try to get a lot number. " intervention: found a pink piece in the patient and retrieved it patient status: no harm to the patient.

Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: laparoscopic hernia case. Event description: event occurred about 8 months ago. The rep was informed about the event today, (B)(6) 2020. Limited information is available since, due to the age of the case, contacts at the facility do not remember specific details. Dr. [Name] was the surgeon was the case. During a laparoscopic hernia case, the tip of the cannula broke. The medical team found a pink piece in the patient and retrieved it. At this time, no information has been given about what caused the cannula to break. Additional information received via email on (B)(6) 2020 from [applied medical team member]. "I asked if the damage to the trocar was caused by an instrument during the case or if the port came out and he tried to reinsert it without the obturator? She said she didn't know and no one could remember because it was so long ago. She did have the trocar still. I asked if there was any harm to the patient and she said no. She did say the small piece of plastic was in the patient and they were able to remove it. I will try to get a lot number." Intervention: found a pink piece in the patient and retrieved it. Patient status: no harm to the patient.